Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a cracked connector that snapped while the pump was worn on a belt clip, resulting in disconnection of the tubing and inability to remove the broken connector from the pump; blood glucose was 293 mg/dl and the user corrected with subcutaneous insulin via pen. Symptoms included hyperglycemia. Outcomes included product replacement and user education regarding return and shutdown. Investigation included device evaluation upon receipt and review of the user¿s account of the event. Investigation of this case revealed physical damage to the connector consistent with cracking and separation. It was concluded that the event was attributable to a component failure of the connector, with no device alerts or alarms reported.